Manufacturer narrative:
All available information was investigated and the reported inability to close the clip and clip jumping could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The investigation was unable to determine a cause for the reported inability to close the clip and clip jumpiness. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: 2199.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. During preparation, the first clip was jumping open. It was also noted thereafter that the clip would not fully close. Troubleshooting was performed, but it was decided to replace the clip with another. The second clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip continuously opened to about 20 degrees. Troubleshooting was performed, but the issues continued to occur; therefore, it was removed and replaced. One clip was then deployed on the valve, reducing tr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.